Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen went black and it did a count down. When he pressed the b button on the insulin pump, it went black. It started a cycle and once it finished the screen cleared up. The insulin pump was exposed to direct sunlight. The black screen did disappear. The self-test passed. He changed the battery but it was doing the same thing. The screen was darker. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had ghosting display, problem isolated to lcd board. The insulin pump had a cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.